Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically inspected. Inspection revealed a partial separation at the collar, a kink in the shaft 21 cm from the tip with the shaft damaged (flattened) for 12 mm at the distal end of the shaft (near the tip). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-oct-2016. It was reported that difficulty crossing the lesion and tip damaged occurred. The target lesion was located in the severely tortuous and mildly calcified distal right coronary artery. A guidezilla" guide extension catheter was used after pre dilation was done. The device was delivered, but resistance was encountered when crossing the lesion and the tip was noted to be deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good. However, device analysis revealed a partial separation at the collar.